Manufacturer narrative:
One cadd ms3 pump was returned for analysis. The customer's stated problem was verified. During investigation the device was powered on and the device powered down even with brand new batteries. According to the investigation, the pump main power board was corrupted. Service will replace the faulty main power board to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump turned off during infusion. The patient woke up with severe shortness of breath around 4.30 am and noticed that the pump was turned off. The patient didn't know foe how long the pump was off. The patient switched to back up pump. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. There were no long term adverse effects to the patients due to the reported event.